Event description:
Customer reported overinfusion on autosyringe pump. Overinfusion occurrred durign patient use. Attempts were made to obtain a additional information. Customer did not have additional information on overinfusion. No patient injury has been reported at that time. Pump will be returned to baxter's repair center for evaluation.